Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that dob (B)(6): left hip; ae trochanteric bursitis, uncertain if related to device. Treatment: unknown.

Event description:
It was reported that dob (B)(6): left hip; ae trochanteric bursitis, uncertain if related to device. Treatment: unknown.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding bursitis involving a secur-fit stem was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as no device specific failure modes were reported. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.